Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted after a fall in which they "broke fusion" in their back. It was noted that the patient had 9 back surgeries and that the physician waited a few years before the patient had another ins system implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 377845, lot# v011737, implanted: 2006 (B)(6), product type lead, product ID 377845, lot# v011885, implanted: 2006 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient, product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).